Event description:
It was reported that this event occurred in the (B)(6) pediatrics department. This event involved a (B)(6) yr/old female patient, (B)(6), suffering from acute respiratory failure and renal insufficiency. The physician reported that during insertion of the cvc into the patient's right subclavian vein, realized that the swg was bent, making it impossible to advance the catheter over the swg, which could have caused injury to the patient. As a result, the catheter and swg were removed intact, and replaced with another from the same lot. As a result, a second kit was opened. There was no delay, harm, complication, or injury reported to the patient. See MDR 1036844-2014-00293 for the second event with the same patient.

Manufacturer narrative:
Complaint no. (B)(4).